Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her daughter¿s insulin pump had received pump error alarm. The customer¿s blood glucose level was unknown. The customer¿s mother states her daughter¿s pump has not been used for 4 months because it has not been working well, also states the pump had experienced an unexpected restart. Troubleshooting was performed for pump error and noticed pump error has occurred more than once after a battery change. Advised the pump will need to be replaced. Advised customer to disconnect from the pump. Recommend customer refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No post-reset ram crc alarm noted. Device properly connected to the contour next blood glucose meter. No communication anomalies noted. Pump trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.